Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 28 mmol/l at the time of incident. Customer treated with insulin pump and manual injection. Customer reported that they did not allege insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was cracked at battery compartment. The customer was using the auto mode feature. Customer reported insulin exited at the quick release. Customer declined to test insulin pump. The customer was able to passed the displacement and self test. The insulin pump will not be returned for analysis.